Event description:
The incident occurred on a pt when the system was put into standby to calibrate arterial pressure. The volume dropped to 5 cc, even though they had balloon connectors plugged in. The hosp tried another balloon connector and it did not change and volume stayed at 5 cc. Could not get pump to return to 40 cc even after trying another balloon connector. The hosp made the decision to switch the pt to another pump. There were no pt complications.